Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and radial folds.

Event description:
Healthcare professional reported "patient reported discomfort in the left breast in 2022. In control, breast MRI reports intracapsular rupture of the left implant" and "subcapsular line, keyhole sign, radial folds." The events of "cystic images less than 5mm" and "nodular image of circumscribed margins" are not device related. The device still remains implanted.

Event description:
The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - crease folding of implant: not observed.